Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing lead impedance and noise leading to inappropriate mode switch was noted on the atrial lead. No intervention was performed and the patient will continue to be monitored. The patient was stable with no consequences.